Event description:
It was reported that a patient came into the or intubated and unresponsive patient. High capture threshold was also reported. It was noted that the patient condition was not related to the device system and is not pacemaker dependent, with an underlying rate of 75 bpm. The patient will be closely monitored. Further information is not available at this time.